Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and it was confirmed that the while the actuator knob had retracted further than expected, it was still attached to the device and had not fully detached. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported actuator knob detachment/excess actuator knob retraction appears to be related to user technique, as the user retracted the actuator knob; however, this is an expected function of the device, and is not a product issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
This is filed to report the actuator knob detachment. It was reported that the initial mitraclip procedure was performed on 09/28/2018, to treat degenerative mitral regurgitation (mr), with a grade of 4. Two clips (80719u169, 80721u104) were implanted, reducing the mr to 1+. On (B)(6) 2018, the patient returned for a routine follow up and it was discovered that the mr has increased to 3+. It was confirmed that the implanted clips were stable on both leaflets. The cause of the increased mr could not be confirmed. On (B)(6) 2018, an additional mitraclip procedure was performed for treatment. The clip delivery system (cds 80730u184) was advanced to the mitral valve. During clip deployment, while retracting the actuator knob, the knob was pulled too far back and detached from the cds. The clip remained implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.